Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. There was a very small trivial effusion noted prior to procedure. The physician was struggling to tent the septum as it was very thick above and below the fossa and kept slipping off of it. The physician tried to approach the fossa from below with a soft j-tip wire and popped across the septum way to posterior. The catheter was immediately brought back to the right side. The physician was reattempting the transseptal when the patient went asystolic and needed to be paced. After the patients heart began beating on its own again, an effusion was checked and saw a small effusion larger than baseline at the apex of heart. The blood pressure had dropped slightly and pressors were administered. The effusion was monitored for ten minutes and it was decided to abort the case. The effusion did not grow any larger thus there was no tap performed. The patient was stable, was hospitalized and expected to fully recover. In the physician opinion, the physician popped through the septum too posteriorly when attempting to get a good tent for transseptal puncture. The device is not expected to be returned for analysis (disposed). It was further reported that it was difficult to image the inferior aspect of the fossa. The physician crossed/popped through with a j wire. Transeptal issues and popping across too posteriorly contributed to the event, not necessarily the product. Act was therapeutic. Only half dose of heparin was given prior to effusion. The patient has been discharged.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update fields describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. There was a very small trivial effusion noted prior to procedure. The physician was struggling to tent the septum as it was very thick above and below the fossa and kept slipping off of it. The physician tried to approach the fossa from below with a soft j-tip wire and popped across the septum way to posterior. The catheter was immediately brought back to the right side. The physician was reattempting the transseptal when the patient went asystolic and needed to be paced. After the patients heart began beating on its own again, an effusion was checked and saw a small effusion larger than baseline at the apex of heart. The blood pressure had dropped slightly and pressors were administered. The effusion was monitored for ten minutes and it was decided to abort the case. The effusion did not grow any larger thus there was no tap performed. The patient was stable, was hospitalized and expected to fully recover. In the physician opinion, the physician popped through the septum too posteriorly when attempting to get a good tent for transseptal puncture. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.